Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 5, 2021.

Manufacturer narrative:
This report is submitted on 23 nov 2020.

Event description:
Per the clinic, the patient experience pain/auditory sensations resulting in the decision to explant the device. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.